Event description:
On (B)(6) 2012, the patient contacted animas alleging he obtained a blood glucose (bg) value of "high" (>600 mg/dl) and went to the emergency room (ER). Upon arrival at the ER, the patient's bg was reportedly 672mg/dl. There was reportedly no indication of diabetic ketoacidosis (dka). There were no symptoms of hyperglycemia reported. On (B)(6) 2012, it was noted that the patient changed out the cartridge and changed out the site/set on (B)(6) 2012. The patient reportedly had contacted his diabetes doctor who stated that the pump was malfunctioning and needed to be checked. The patient reportedly was taken off the pump but the site/set was still attached to his skin. The patient was instructed to remove the site/set during troubleshooting with animas customer support. The patient reportedly removed the site/set and stated that the cannula was still straight and that there was no blood on it and that his skin looked normal. It was noted that the patient will be admitted overnight to the hospital so that his elevated bg can be managed. The patient stated that he was being treated with injections at the hospital, and would likely be discharged on (B)(6) 2012. It was noted by cs that it appeared that the site/set was not a contributing factor to the reported event. Customer support reviewed the pump with the patient and found all settings and histories were correct. A review of the pump history indicated that the fill cannula step was not completed appropriately after the site/set change on (B)(6) 2012. The patient stated that he uses cartridges for 7 days at a time, and changes the insertion site every three days but only changes the tubing once a week. The patient also may have been using insulin past the recommendation of 28 days within opening a vial. Customer support advised the patient that cartridges should be changed every three to six days, and that both the site and the tubing should be changed no longer than every three days. Customer support determined that use error was a contributor to the reported incident. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings:the black box starts on 05/25/2014. Due to continuous use of the pump the black box data and histories for the event on 03/28/2012 have been overwritten. The available black box and alarm history shows no eaw¿s associated with the complaint. Total daily dose (tdd) adds up correctly and reflects the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.